Event description:
During follow-up, diagnostic imaging was performed and lead damage was noted due to clavicular crush. All electrical parameters are within range and no intervention will be performed at this time. The patient was in stable condition.